Event description:
Pt called lfs in 2003 alleging the meter was reading inaccurately low. The pt obtained two readings of 55 and 58mg/dl. The pt reported no high or low glucose symptoms while attempting to test. While troubleshooting it was discovered that the test strips being used had a discolored membrane, which can lead to inaccurately low readings. The issue was not resolved with troubleshooting. No further info has been reported.